Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) of 421 mg/dl and ketones that were identified as dangerous by a healthcare professional. Cause for the elevated bg was unknown. Customer was treated with intravenous fluids of saline and insulin. The customer was released later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.